Event description:
I have noticed recently that the blue pill crushers are leaving micro pieces of blue plastic on medications after crushing meds that are more difficult to crush. This is happening on most of the pill crushers.